Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing and the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: colonoscope wasings, cfu:1-10cfu/o.1ml, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025, sampling from: air-water channel, suction biopsy channel, flashings and brushings. Cfu: 1-10cfu/o.1ml, bacterial identification: enterococcus faecium. Cfu: no growth after 7 days incubation. Bacterial identification: na. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After reprocessing by olympus, the hmi results could not confirm customer findings and shown no growth. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <10 colony forming units (cfus) of psudomonas and enterococcus faecium . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.